Event description:
It was reported catheter was placed on (B)(6), but on (B)(6), medication leakage occurred from the catheter. When attempting to remove the catheter, it dislodged from the catheter connector, only the catheter remained inside the body, but it was subsequently retrieved. It is currently unclear whether the lock sleeve was properly attached to the catheter connector before use. The actual lock sleeve was not present.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter detachment was confirmed; however, the exact cause is unknown. The product returned for evaluation was one disassembled 4fr sl groshong nxt catheter. The distal connector piece from the two-piece connector was not returned for evaluation. A gross visual inspection of the returned unit found that the catheter tubing was decoupled from the two-piece connector. Biological residues were observed on the distal end of the proximal connector piece, indicating that the reported event likely occurred after insertion. The returned catheter segment was leak tested by flushing with water using a 12ml luer lock syringe. During testing no leaks were observed. Microscopic inspection found striations on the cross-section surface at the proximal end of the catheter tubing, indicating that the segment had likely been intentionally cut. No other remarkable features were observed throughout any of the returned components. The absence or inadequate coupling of a distal connector piece would allow the catheter to detach from the proximal connector piece; however, based on the available information, it is unclear what the state of the distal connector piece was during the reported event. Although the catheter was confirmed to have detached, no further conclusions can be drawn since other portions of the device were not returned and could not be evaluated. This complaint will be recorded for future trending and monitoring purposes.